Manufacturer narrative:
This report is submitted on august 28, 2019.

Event description:
Per the clinic, the device was explant for an unknown reason on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.